Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The patient did not require hospitalization. The patient was treated with intraperitoneal (ip) injection vancomycin (1 gram, frequency and duration not reported) and (ip) fortum (1 gram, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient¿s fluid was found to be clear. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.